Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed and the laa was noted to be a chicken wing anatomically. A watchman access system (was) was positioned at the laa and a 27mm watchman flx pro closure device and delivery system (wds) were advanced. Left atrial pressure was taken and the physicians began administering fluids. The wds was deployed and did not meet release criteria, yet the physician decided to implant as it was in the best possible position. There was a gap noted on the 135-degree view on imaging observed prior to release, and the measurement was approximately 2mm and shoulders were observed on 45-, 90-, and 135-degree views with compressions at 15-18%. Immediately after implantation, the closure device migrated slightly more proximal. The procedure was concluded. 3 to 4 hours post index procedure, the closure device was found to have embolized into the left ventricle. Cardiothoracic surgery was required to retrieve the embolized closure device. The patient is recovering in the hospital.

Manufacturer narrative:
Media review: 10 transesophageal echocardiogram (tee) video loops through cell phone recordings were reviewed. The deployed device is in proximal position and there is a gap between device and laa wall in the higher angle views. Video loops of the released device show a significantly more proximal position in all views and a flat distal device face suggesting very low device compression. There was no media showing the embolization.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed and the laa was noted to be a chicken wing anatomically. A watchman access system (was) was positioned at the laa and a 27mm watchman flx pro closure device and delivery system (wds) were advanced. Left atrial pressure was taken and the physicians began administering fluids. The wds was deployed and did not meet release criteria, yet the physician decided to implant as it was in the best possible position. There was a gap noted on the 135-degree view on imaging observed prior to release, and the measurement was approximately 2mm and shoulders were observed on 45-, 90-, and 135-degree views with compressions at 15-18%. Immediately after implantation, the closure device migrated slightly more proximal. The procedure was concluded. 3 to 4 hours post index procedure, the closure device was found to have embolized into the left ventricle. Cardiothoracic surgery was required to retrieve the embolized closure device. The patient is recovering in the hospital.